Event description:
It was reported that during an endo saphenous vein harvest procedure. The clip appliers kept jamming during use. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Missing feeder shoe. Eval summary: the analysis results found that the instruments were returned nonfunctional. The instruments were cycled and would not feed the clips. The instruments were disassembled and the feeder shoe was noted to be missing; therefore not allowing the clips to be fed. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.